Manufacturer narrative:
Lot number: hcg1080059; expiration date: 07/2013. Control lot: 25miu/ml hcg urine lot: hcg111009-02, 100miu/ml hcg urine lot: hcg120223-01, 210iu/ml hcg urine lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Corrective positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. The 210iu/ml hcg urine control yielded clearly positive results at 3 min read time. Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. There has been one case reported on this lot as of (B)(6) 2012.

Event description:
Caller reported potential false negative urine hcg result on one pt with the sure-vue hcg urine/serum test. On (B)(6) 2012, a female pt was tested with the sure-vue hcg urine/serum test and a false positive negative result was observed. Date of last menstrual period was unk. The pt returned on (B)(6) 2012 and was positive on the urine cassette. The pt's serum was sent to the lab for a quantitative test. The quantitative serum hcg result was 105,240miu/ml on the siemens expand. No sample available for investigation and no other pt info provided.